Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, premature battery depletion was observed. Patient reported feeling unwell due to several vibratory alerts he felt due to eri. The device will be replaced. The procedure has not been performed or scheduled. No further information was provided.